Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in april 2014. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and vomiting. On an unknown date the patient was treated with unspecified intravenous (IV) antibiotics, twice/day (dose and duration not reported). The cause of the peritonitis was unknown. On an unspecified date pd therapy was discontinued and hemodialysis was initiated. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.